Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Patient presented with an acute myocardial infarction and acute thrombosis. The lesion being treated was located in the very tortuous, mid right coronary artery. The physician predilated the target lesion before implanting a 2.75x38mm ion stent at 14atms. Then the physician advanced a 4.0x16mm ion stent delivery system (sds), however the tip of the implanted stent caught distal edge of the 4.0x16mm ion stent, causing the implanted stent to be "pushed in" 3mm. The procedure was completed by implanting the 4.0x16mm ion stent. No further patient complications were reported and patient's status is fine.